Manufacturer narrative:
To date, product has not been returned for further investigation. The useful life of precision meter is 4 years. As the manufacturing year of this product is before 2009, it has been in distribution beyond its useful life at the time of the complaint. Since the product exceeded its useful life, it is determined to have met specification when the product was released and through its lifespan. No further investigation activities are being performed at this time. If the product is returned, the case will be reopened and investigation will be performed. This also serves as a correction report. Pma510k# was incorrectly documented in the initial MDR 30 day report. Section has been updated.

Event description:
Customer's caregiver reported on behalf of the customer who was unable to test due to the adc blood glucose meter not powering on with button press or test strip insertion upon exposure to moisture and even after battery replacement. On (B)(6)2019, customer was unable to check his blood sugar and experienced symptoms of hypoglycemia described as "dizziness, sweating, in-coordination and tremors". Customer had contact with the healthcare provider who diagnosed the customer with hypoglycemia and was treated with glucose serum. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer's caregiver reported on behalf of the customer who was unable to test due to the adc blood glucose meter not powering on with button press or test strip insertion upon exposure to moisture and even after battery replacement. On (B)(6) 2019, customer was unable to check his blood sugar and experienced symptoms of hypoglycemia described as "dizziness, sweating, in-coordination and tremors". Customer had contact with the healthcare provider who diagnosed the customer with hypoglycemia and was treated with glucose serum. There was no report of death or permanent impairment associated with this event.